Event description:
It was reported 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous procedure. A pre-deployment femoral angiogram was performed. Twelve days later, the pt returned to the hospital complaining of leg pain. The next day, an angiogram and balloon angioplasty was performed by interventional radiology for the sub-total occluded femoral artery. The pt was discharged the next day.